Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as, the results are available. The manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: unit cannot charge (ac indicator crossed).